Manufacturer narrative:
(B)(4). Follow up for device evaluation a cracked syringe barrel was reported, resulting in leakage. To support the investigation, one empty prefilled syringe¿received without flow wrap packaging or a tip cap¿was submitted to the quality team for evaluation. Upon visual inspection, a crack approximately 2 inches in length was observed, beginning about ¾ inch from the syringe barrel flange. No additional defects or abnormalities were noted. This type of damage is consistent with a potential jam occurring at the filling machine. A device history record (DHR) review was conducted for material number 306499, lot 5077095. The review found no quality issues during production that could have contributed to the reported condition. No related quality notifications were identified. All manufacturing processes and final inspections were performed in accordance with specification requirements. Verification of the filling machine was also completed. The machine settings, barrel feed alignment, and rail positioning were all confirmed to be within acceptable parameters. Product flow was observed to be consistent and uninterrupted. Based on the investigation and analysis of the returned sample, the customer-reported issue has been confirmed.

Event description:
It is reported cracked syringe. Event description: material#: 306499, batch#: 5077095. Was preparing a trifuse to draw labs and one of the ns flushes cracked down the side and leaked. The device was never connected to the patient.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.